Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. The report of the stent collapse cannot be confirmed and a conclusive root cause cannot be determined; however, it is possible that if the stent did collapse, it caused the vessel to become occluded which lead to the pt's reported chest pain and subsequent myocardial infarction.

Event description:
Reporting status: serious injury - permanent damage/medical intervention. Reporting rationale: myocardial infarction is considered permanent damage. Also, occlusion requiring additional stent implant is considered medical intervention. Device issue: collapsed stent. It was reported that on 01/25/02, a 4.0 x 23 mm penta stent was implanted. In 2006, the pt began experiencing chest pain, which was being treated with nitroglycerin. At the end of august, the pt went back in for a check up. It was determined that he had suffered a heart attack. The following month, another ptca procedure was performed. Reportedly, the proximal end of the penta stent implanted had collapsed. Another company's stent was deployed inside the proximal end of the stent up, opening the stent back up. The pt is reported to be doing well. No additional event or pt info is available.